Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic supra valve was chosen for the patient having aortic stenosis (as). During procedure, the suturing ring was ruptured while tightening the sutures. The valve got removed and a new 23mm non-abbott valve was implanted while the patient was still on bypass there was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of suturing ring was ruptured while tightening the sutures was reported. The device was returned to abbott, and the investigation found no anomalies with returned valve and the valve holder. The valve was returned with sutures attached on the cuff. All three leaflets remained intact with mobility when manually manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic supra valve was chosen for the patient having aortic stenosis (as). During procedure, the suturing ring was ruptured while tightening the sutures. The valve got removed and a new 23mm non-abbott valve was implanted while the patient was still on bypass there was no delay in the procedure. The patient was reported stable.